Manufacturer narrative:
Date rec'd by MFR: 06aug2019. The customer reports that while they were setting the unit up for patient use, the unit alarmed "operating on battery power." The customer states the unit is getting good alternating current power. The fse remotely found no power out of the power supply to the printed circuit board assembly (pcba). The fse remotely provided a part number to the customer for the power supply, and provided the revision k manual replacement instructions. The manufacturer¿s field service engineer (fse) remotely gave the part number to replace the power supply. The customer reports the power supply replacement fixed the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug19. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported backup battery failed. There was patient involvement, but no one was harmed.